Event description:
It was reported the xenon light source exhibited burning scent coming out of it. The issue occurred during a therapeutic environmental, social, and governance procedure, which was completed using the same device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.